Event description:
It was reported that the device logged an event code in the memory and displayed the "call service" message indicating a critical failure. The device would not be available for use in the reported condition. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.